Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported, that this right ventricular (rv) lead was attempted. But unsuccessful implant, due to other or unknown non-product performance. Additional information was obtained which indicated, that the lead was attempted. But unsuccessful implant ,due to mannitol cap fell off lead helix. The lead was never in service. No adverse patient effects were reported.